Event description:
The manufacturer received information alleging a trilogy o2 " ventilator service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Error code e-344 was reported in the event log. It is determined that the oxygen blender pca is defective. This device will expire in december 2024. We will return it without carrying out the work and canceling the repair.